Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 4, 2016. (B)(4).

Event description:
The facility reported that over a time period of approximately 2 years, multiple patients developed blisters after using the surgical dressing. The initial reporter was unable to quantify the number of patient's and/or dressings involved. No adhesive removers or skin protective wipes were used during dressing application or removal. Additionally, no continuous passive motion machines were used while the dressings were adhered. Specific details regarding the treatments provided were not available; however, the initial reporter indicated the likely treatments were silvadene, xeroform, skin grafting or surgical debridement. No further information was available.

Manufacturer narrative:
Additional information: it was confirmed by surgical technician at (B)(6) medical center that the patient had blisters occurring under the aquacel surgical dressings. Also, there have been no new cases reported. It was noted that a follow-up in-service has been scheduled for the operating room (or) staff. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).